Event description:
It was reported that a small volume folfusor underinfused. The reporter stated that at the end of the expected therapy time, the nursing staff noted that the device had failed to deliver the full amount of medication. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The batch was manufactured february 6, 2013 - february 7, 2013. The device was not returned; therefore, an evaluation could not be conducted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.